Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, clip scissoring occurred. It is unknown how the procedure was completed and there was no patient consequence.